Event description:
While repairing right talus bone fracture through open reduction external fixation procedure, the 1.8 synthes drill bit broke during procedure. The physician attempted to remove, but was unable to remove the broken piece of the bit. The physician did not feel that this would harm the pt. There does not appear to be an effects or further injury to the pt due to broken drill bit remaining in the pt's bone. Event abated after use stopped or dose reduced: yes.